Event description:
The field engineer reported that the customer was referring to a generator lock up; the system was not making fluoro but was locked up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib board and associated cabling were evaluated and replaced. The system was tested, found to be working as intended and returned to service.